Event description:
Justright sealer, lot #75cf1604, was used during this thoracoscopic case. After repeated use of opening and closing the jaws of the sealer, the hinge became widened and would not pass through the trocar. No patient harm was noted. A new sealer was opened to continue the case.

Event description:
Justright sealer, lot #75cf1604, was used during this thoracoscopic case. After repeated use of opening and closing the jaws of the sealer, the hinge became widened and would not pass through the trocar. No patient harm was noted. A new sealer was opened to continue the case.